Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was displaying different amounts of units than expected. During troubleshooting with tandem technical support, it was found that the carbohydrate ratio and correction factor was entered into the pump incorrectly. Tandem technical support guided the customer through adjusting the carbohydrate ratio and correction factor to be accurate. There was no impact to customer's blood glucose level.